Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error and a17, a21, a47. Customer's blood glucose was 113 mg/dl. The customer doesn't recall any significant event leading to alarm. The customer stated the device was not dropped or bumped and not exposed to moisture.